Manufacturer narrative:
3 of 3 devices were returned for evaluation. Evaluation of 3 devices found chuck wear and lack of maintenance. The devices were cleaned of debris and the turbines were replaced. The devices were repaired and returned to the customers.

Event description:
This report summarizes 3 malfunction events where midwest e pro handpieces would not hold burs. No injury resulted in any of the events.